Event description:
Per report: two sureform 45 disposable staplers were used and misfired. They both grasped the tissue, fired 6-8 staples, ran the blade and then aborted firing, with an error code of too much tissue. When the stapler was removed the blade was still deployed, and unable to retract back, as well, the stapler cartridge was not able to be removed as the blade was still sticking out. Per physician post-op note: I initially began using the da vinci stapler to transect the rectum, but the tissue seemed thick for those staple loads, and we had difficulty with the stapler itself. We then converted to an echelon 45 staple load, which was able to transect the remaining portion of the rectum to complete the dissection.